Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. The suture was broken during continuous suturing. The surgeon commented that the way of suturing was as usual, but it suddenly broken. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/15/2019. Investigation summary: it was reported performance breakage suture. During the visual inspection of the sample the suture was noted cut appear to be by use of a surgical instrument and the needle was broken in two sections. Evaluation for needle breakage: a failed suture needle was submitted for fractographic evaluation . A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage, a cup-and-cone shaped fracture and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records couldn't be reviewed as the batch number is unknown. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle.  There is no evidence of any material flaw that would cause premature failure.